Event description:
Patient was having a transesophageal echocardiogram (tee) prior to a cardioversion. Tee would not properly power up. Images were lost. Patient did have cardioversion. Tee was normal. Service representative evaluated the unit. The software froze during use, and was unable to reboot.